Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had an automated impella controller being prepped for use and found to have a start alarm that prompted the team to follow recommendations / instructions for use and replace the console. No patient harm has been reported.

Manufacturer narrative:
The investigation into automated impella controller (aic) - system self-check error has been completed. The logs from the console confirm that the system self check failure alarm was issued. The console booted up in system-self check failure. Inspection under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion.